Event description:
Revision surgery - the pt complained of pain at the wound site several weeks post-op. The tests came back positive for an infection. The doctor believed the infection warranted a two stage revision. Stage one was, implant removal and insertion of cement spacer. The original implants were in good position and well fixed after 8+ weeks in situ.